Event description:
(B)(4). It was reported that following a stenting treatment procedure the patient experienced a myocardial infarction. The patient presented with exertional angina and was referred for cardiac catheterization. The target lesion was located in the svg to 1st diagonal artery with 99% stenosis. The lesion was 34 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75x38mm taxus liberte stent with 0% residual stenosis. One day post procedure, prior to discharge, cardiac enzyme elevation was consistent with the protocol definition of mi (peak troponin I = 0.794 ng/ml, uln = 0.034 ng/ml). The patient had no ischemic symptoms. An ECG was not performed and no action was taken to treat this event. The patient was discharged later the same day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).